Manufacturer narrative:
(B)(6). Date of non-union and osteomyelitis is not known additional product code: hwc (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part #: 04.013.936s, lot#: 7839214 (sterile) - 15mm ti cannulated retrograde femoral nail-ex/280mm - sterile. Quantity 6. Component parts reviewed: part 21014 - raw material lot 7686155. Raw material was received from supplier (B)(4). Certificate of test report received from (B)(4) and certificate of test for titanium ingot received from alcoa meet specification. Inspection sheet for inprocess/inspect dimensional/final met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: (B)(4). Manufacturing date: 10-nov-2014 expiration date: 30-sep-2023. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a nonunion femur fracture. On unknown date in 2010, patient had a non-synthes femoral nail inserted in (B)(6), and reports having two (2) separate revisions between 2010 and (B)(6) 2013 due to a grossly infected nail and chronic osteomyelitis. At that time a n on-synthes antibiotic spacer nail was inserted. These procedures took place at another hospital with a different surgeon. On (B)(6) 2014, patient was again revised to another femoral nail. On unknown date, patient presented with a nonunion and was returned to surgery on (B)(6) 2017. Surgeon removed the nail, as well as the majority of the femur. The bone from the subtrochanteric region down to and including the femoral condyles was removed. An antibiotic nail spacer was placed in the remaining portion of the femur and down into approximately 6cm of the tibia for stabilization. Surgeon inserted a retrograde/antegrade femoral nail (rafn) with the intent of returning the patient to surgery on a date yet to be determined for a distal femur replacement. Surgery was completed successfully with no delay and no further harm to patient. This report is for one (1) retrograde femoral nail. This is report 1 of 2 for (B)(4).